Event description:
It was reported that during a navio ukr procedure, the handpiece had an exposure control motor failure during bone removal of the femur, they tried multiple times to recalibrate, shut down and resume which did not work. They then recalibrated in rogue mode and restarted and still would not work. They switched to a new handpiece. The procedure was completed with a delay greater than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio handpiece, pfsr110137, s/n (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The "internal cable/drill console error" presented when attempting calibration/homing. The most likely cause of this event is a short in the internal wiring of the handpiece cable. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. The surgical technique guide provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from us, it was reported that during a navio ukr procedure, the dell computer was lagging. The handpiece had an exposure control motor failure during bone removal of the femur, they tried multiple times to recalibrate, shut down and resumed which did not work. They then recalibrated in rogue mode and restarted and still would not work. They switched to a new handpiece and it then kicked them out with the internal cable/drill console error. They tried to reboot with no handpiece or drill plugged in and we got the pfs control hardware failure (40000000000) error. They changed to manual procedure with a delay greater than 30 minutes. No other complications were reported. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Corrected data: b5, h6 (health effect - impact code).

Event description:
It was reported that, during a navio ukr procedure, an internal cable/drill console error was displayed. The procedure was changed to manual instruments with a delay greater than 30 minutes. No other complications were reported.